Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple occlusion alarms. The customer changed the all the pump supplies after each alarm. The customer's blood glucose (bg) level was 452 mg/dl and a bolus of insulin would be delivered to address the bg level. As the occlusions had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the event.